Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report the receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A global receiver functional test was performed on the receiver and it passed, finding no failures related to the customers complaint. Data was downloaded from the receiver and reviewed, finding a firmware error and a screen error alarm. The complaint of the receiver ceasing to function was confirmed. The root cause could not be determined, post investigation.